Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3: the device was not returned.

Event description:
It was reported that the patient did not like the magic 3 go coude catheter as much because patient did not like the lubrication. Per customer contact via phone on (B)(6) 2021 patient stated that there was no defect with the catheters, the patient simply prefers another kind.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient did not like the magic 3 go coude catheter as much because patient did not like the lubrication.